Event description:
It was reported that this pacemaker oversensed the minute ventilation (mv) signal on the right atrial (ra) lead, and declared a signal artifact monitor (sam) episodes. The impedances were within normal limits and boston scientific technical services (ts) discussed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated this pacemaker was explanted and replaced due to normal battery depletion (nbd). This device was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This device was included in the recent minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker oversensed the minute ventilation (mv) signal on the right atrial (ra) lead, and declared a signal artifact monitor (sam) episodes. The impedances were within normal limits and boston scientific technical services (ts) discussed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.